Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed via repair request that the customer autoclavable rigid telescope has tip damage and ¿detachment of light guide connector¿. The customer reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the broken off component defect.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection was able to confirm/reproduce the customer¿s reported issue, broken/damaged tip and light guide connector detached from the base. The cause of the reported event is unknown. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.